Event description:
Synthes (B)(4) reported that a customer complained about the tips of the screwdrivers (314.132), which were broken off and rounded off. There were no pieces unrecovered or left in the patient. This happened over a period of time with normal use. This report is 3 of 3 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record review (DHR) was performed and no complaint related issues were found. A manufacturing evaluation was performed: the forefront of the hexagon was broken off. The remaining part of the hexagon is strongly twisted counter-clockwise. The relevant dimensions cannot be verified anymore because of the damage. Therefore, this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on this finding and the strongly twisted remainder, we suppose that a mechanical overload during the loosening of a blocked screw caused this breakage. Placeholder.